Manufacturer narrative:
The reported event of chamber onset discriminator not being applied resulting in inappropriate therapy was not confirmed. Based on the information provided, it was determined that for the first episode the discriminator was applied and classified the rhythm as ventricular tachycardia. In the second episode, the episodal diagnostics indicated that the discriminator was applied; however, the firmware was unable to determine when the tachycardia started in the atrial or ventricular channel due to sudden short intervals. The device firmware was performing per design.

Event description:
It was reported that the patient received inappropriate therapy for a non-ventricular tachycardia/ventricular fibrillation (vt/vf) rhythm. The patient experienced atrial tachycardia (at) and atrial fibrillation (at), and morphology scores incorrectly interpreted these as a vt resulting in inappropriate anti tachycardia (atp) therapy being delivered. Programming changes were recommended. The patient was stable during these episodes and was to continue being monitored.